Event description:
It was reported that during an unknown procedure, the active blade on the device broke. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.